Event description:
Advanced bionics was made aware that the pt was explanted. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.